Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support an invalid sensor alarm during dwell 2 of 4. During troubleshooting with technical support, the patient observed a fluid leak. The source of the leak was unknown. The treatment was cancelled and the liberty cycler was replaced. Patient stated that she will perform continuous ambulatory peritoneal dialysis treatments until a replacement was delivered. Follow up with the patient contact indicated that the patient was being treated at the hospital for a kidney infection and peritonitis. It is unknown if the fluid leak contributed to the infection. Additional information was solicited.

Manufacturer narrative:
There is no documentation that shows a causal relationship between the events of the patients uti or pyelonephritis and the liberty cycler or the cycler set. The uti with causative agent e-coli must likely lead to the pyelonephritis. Although a temporal relationship exists between the liberty cycler, the cycler set and corynebacterium peritonitis episode; corynebacterium is part of the normal skin flora and therefor the causal agent is thought to be a touch contamination (i.e. Breach in aseptic technique).

Event description:
Information in the complaint file and 15 pages of received medical records (mr) were reviewed. It appears this (B)(6) female, end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis [cc(pd)] therapy presented to the emergency room (ER) on (B)(6) 2018 with fever and flank pain. The patient was admitted and found to have a urinary tract infection (uti), pyelonephritis and peritonitis. Although the patient is esrd on pd therapy she still makes some urine and self-catheterization. The patient also complained of a weight gain of 22 pounds over the past couple weeks. However, exhibited no signs or symptoms of respiratory distress. Vital signs (vs): temperature (t) 36.6 c, respiration rate (rr) 17, blood pressure (b/p) 136/96, oxygen saturation (spo2) 96%. In the ER the patient received 1 dose meropenem. The hospital course included the patient being treated with intravenous (IV) antibiotics and medication for pain control. The patient also complained of leg pain deemed likely from colon source, given constipation (extent of and treatment rendered for constipation unknown). The patient had multiple drug resistant escherichia coli (e-coli) in her urine culture as well as a corynebacterium in peritoneal fluid which was felt to be a contaminant. Accordingly, the patient improved slowly and was discharged to home with a plan to receive antibiotics at the pd clinic. Discharge diagnosis: pyelonephritis, esrd, on peritoneal dialysis, gastroesophageal reflux (gerd), hypertension, spina bifida, asthma, chronic renal failure.